Event description:
It was reported that a smiths medical pump alarmed. No issue observed during the preparation, the pump alarmed, no cassette. The nurse wanted to take the pump and disconnected the tubing from the flexible part during its handling. No adverse patient effects were reported.